Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced intractable vaginal pain with retained vaginal mesh graft (avaulta mesh) requiring excision surgeries, recurrent stress urinary incontinence, chronic vaginal pain that has greatly impaired her quality of life over the last year, chronic urinary frequency and urgency syndrome, recurrent cystocele (grade 2), uterine prolapse, vaginal vault prolapse, enterocele, mesh protruding into her bladder requiring excision surgeries, increased abdominal pain, vaginal pain, pelvic pain requiring scar tissue removal, urinary and bowel problems, urinary incontinence requiring interstim therapy, urgency, painful intercourse, severe back pain, recurrent urinary tract infections, rectal spasms, severe diarrhea and nausea, endured pain and suffering that impacted her emotionally and her marital relationship, underwent sling explantation surgery, partial hysterectomy and sparc sling placement.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced suture coming through the right side of vaginal vault and going into the patient towards the sacrospinous ligament (foreign body in patient), granulation tissue, intractable vaginal pain/discomfort, retained vaginal mesh graft, uterine prolapse, rectocele (prolapse), nocturia, constant need to empty bladder, impaired quality of life, feels recurrent bulge in the vaginal introitus, defecatory dysfunction, palpable mesh, "bunching up" at the level of the posterior bladder (erosion), "mesh was likely transmural through the bladder wall without entering through the bladder mucosa," mesh graft positioned within the detrusor muscle itself, kinking of sling the proximal urethra/through urethral wall, mesh could be seen coursing into the wall of the bladder (foreign body in patient), inflammation, mesh adherent to bladder wall (adhesion), mesh was transmural through the bladder wall, scarring, defect in the muscular wall of the urethra and bulging mucosa, indentation of the bladder, blood loss, feeling fullness/pressure in the vagina on standing up, cervical descent, hiatal hernia, anemia, painful pelvic exams, uterus mildly enlarged/tender/soft consistent with adenomyosis, tenderness, pain with urination (dysuria), vaginal itching, urinary tract infection, yeast infection, vaginal inflammation, polyuria, bacterial vaginosis, candida vaginitis, urethritis, vaginal discharge, heavy blood loss with periods, feels like she has to go and only goes a little, stomach/abdominal/back pain/discomfort, irritable bowel, bacteria in urine, menopausal disorder, discomfort at end of urinary stream, headache/migraine, poor appetite, pain, feels sore, heartburn, sphincter pressure, insomnia, gastroesophageal reflux disease, rectal pain/burning/proctalgia fugax, varicose veins, stool seepage with urination, pelvic floor dysfunction, post void fullness, vaginal dryness, dyspareunia, prolapse to the introitus, weak virginal muscle strength, suprapubic pain/tenderness, interstitial cystitis, mass in pelvis, jumpy/sensitive and required nonsurgical and additional surgical interventions.